Event description:
It was reported that during dft testing at implant, the device detected, diagnosed and delivered the first therapy. The hv therapy did not rescue the patient. Vf was induced and the device did not detect the vf. The patient was externally defibrillated and the device was found in bvvi mode. The pocket was re-opened and a burn mark was observed on the back of the can. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the field experience of reset was confirmed in the laboratory. The reset was believed to be caused by the application of external defibrillation. The reported output anomaly was confirmed in the laboratory. An arc mark was observed on the ICD can. Further evaluation of the arc mark indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv conductor and ICD can.